Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the water immersion was due to the cracked connector. The other causes of the other listed malfunctions were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited water immersion due to a crack on connector, main body was immersed in water (lens), main body had scratches (lens), scope mount had adhesions on it, main body has adhesions on it (lens), switch has adhesions on it and free locking lever has adhesions on it. There was no patient involvement.